Manufacturer narrative:
(B)(4). Date sent: 6/18/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? The stapler was attached to the tissue being removed. The stapler was sent with the attached tissue to pathology where it was cut off the stapler. How was the device removed from the patient? The stapler was attached to the tissue specimen being removed from the patient and it was handed over to the tech. Did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after the first firing the device would not release. This is for an echelon curved contour stapler. There is no adverse impact on patient/user reported.